Event description:
The physician reported he had experienced significant friction when he attempted to put the guidewire backwards into the neurovascular stent system. The physician reported after couple of attempts, he managed to insert the wire. However, when he tried to pull the introducing device which passes through the stent's lumen to help the wire introduction out, the stent came out with the device. The physician reported he completed the procedure with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The physician did not disclose the product or model numbers of the device in question. Boston scientific will attempt to gather further info from the physician regarding this alleged event. The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.